Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6fr sheath hole prior to a transcatheter aortic valve intervention (tavi) procedure. Reportedly, a suture break occurred while preplacing the first proglide suture. The second proglide suture was successfully placed. The sheath was upsized to a greater than 8.5fr sheath and the tavi was completed. Hemostasis of the large hole was not fully achieved with the successfully pre-placed and advanced proglide suture. Manual arterial compression was ultimately applied to achieve hemostasis and treat tissue tract oozing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.